Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.5. Inr: 2.3. Patient's therapeutic range: 2.0-3.0 inr. Call also reported 411 errors on one patient.

Manufacturer narrative:
Investigation pending.